Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
Rxsight became aware that a patient's light adjustable lens was implanted backwards in the right eye after a site reported attempting 2 light treatments with no refraction change. The patient is satisfied with vision and no additional surgery is planned to correct the orientation of the lens.